Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -10.00 diopter implantable collamer lens had broke. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -10.00 diopter tore/broke before/during loading. The lens was not implanted. It is unknown when the damage occurred. On (B)(4) 2022 the same model, shorter length lens was implanted into the right eye (od) and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).